Event description:
This is a spontaneous case report received from a female consumer of unspecified age via regulatory authority ((B)(4)) in (B)(6) on 01-aug-2016 who had essure (fallopian tube occlusion insert) inserted for tubal sterilization. Consumer reported that in 2013, less than 3 months after essure insertion, she developed significant low back pain and pain in legs. Her menses became hemorrhagic and migraines became very frequent. Then, she developed muscles and joints pain, tendon pain, recurrent vaginal mycosis, one root (not understandable word, it could also be nostril) blocked all the time and intense fatigue. Then she developed pain with brachial neuritis, twitches in the whole body, joints rigidity, burns on back and on thighs and weight gain of 12 kg. Consumer also informed that the consequences noticed were the following: pelvic pain, mycosis, menorrhagia, adenomyosis, tendons inflammation, fibromyalgia, joints and muscles pain. Consumer underwent surgical treatment of lumbar spinal stenosis l3/l4, l4/l5 and of herniated disk l4/l5 with no improvement noticed of the events. She also underwent elbow and cervical infiltration, with no improvement noticed. A total hysterectomy and bilateral salpingectomy were done, with marked improvement of the events experienced by the patient. Follow-up received on 02-aug-2016 quality-safety evaluation of ptc: (B)(4). No sample available for this investigation. Since we have no valid lot number for this case, we were unable to conduct a review of the manufacturing batch record. We are unable to confirm any quality defect or device malfunction at this time. Although we were unable to confirm this complaint, we cannot exclude the possibility of having a technical issue involved in the complaint. There was no event reported which indicates a new technical failure mode for the device. As a product quality defect could not be confirmed but is considered plausible a relationship with the reported medical events cannot be totally excluded. However, the reported medical events are not indicative of a quality deficit per se. Since no batch number was reported, a batch investigation with respect to similar ae cases is not applicable. The list of similar cases contains essure reports received by bayer and older cases received by conceptus with similar events coded in meddra. In this particular case a search in the database was performed on 03-aug-2016 for the following meddra preferred term: pelvic pain. The analysis in the global safety database revealed 1264 cases. Bayer is closely monitoring the benefit-risk profile of essure. A recent cumulative review of all available data on essure has not yielded any new safety signal with regard to this meddra pt. Company causality comment: this spontaneous non-medically case report refers to a female consumer who had essure (fallopian tube occlusion insert) inserted and had pelvic pain. She underwent a total hysterectomy and bilateral salpingectomy with improvement of the event. This event is listed in the reference safety information for essure. Pelvic pain is highly prevalent in women, and may have gynaecological and non-gynaecological causes. Endometriosis, adenomyosis, chronic pelvic inflammatory disease, adhesions, irritable bowel syndrome, interstitial cystitis, pelvic congestion syndrome, and musculoskeletal conditions are among the most frequent causes. In the present case, consumer had adenomyosis and fibromyalgia, which could be alternative explanations for the pain. While a role of essure cannot be definitively excluded, consumer's clinical presentation suggests that these comorbid conditions were the primary drivers of her symptom. Adenomyosis could also be a probable indication for the hysterectomy. Additional non-serious events were reported. This case was regarded as an incident, since surgical intervention was required. According to the product technical analysis, a product quality defect could not be confirmed but is considered plausible.

Manufacturer narrative:
(B)(4).